Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during surgery, the outer housing on the unit failed. It was further reported that metal flakes were generated by the unit and fell into the joint of the pt. It is possible that the flakes remained in the pt. It was further reported that an add'l 8-10 minutes of anesthesia was required.